Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pcf and medical records received. Pcf has no allegations reported. After review of medical records it was mentioned that the patient had implanted an asr component on his left hip. No other additional information was reported. MRI showed evidence of bilateral local hypersensitivity reaction and alleged pain. Doi: unknown; dor: none reported (left hip).